Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn had to return two rbcs (blood products) that were leaking and each of these units was spiked by a different rn on the same patient. Upon closer inspection in the facility's lab, they noted that when the drip chamber was squeezed, blood was coming out from the tubing that connected to the top of the chamber. There was no patient harm.